Event description:
It was reported that during reprocessing of the double fenestrated grasper instrument, it was noted that the wires were fraying. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist measuring roughly 0.07 in size. The conductor wire and other cables show no damage.